Manufacturer narrative:
Evaluation of the first returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. The smart coil was then advanced through its introducer sheath without an issue. Further evaluation revealed pusher assembly bends. This damage was likely incidental to the reported complaint. Evaluation of the second returned smart coil revealed offset coil winds on the embolization coil and a kink on the introducer sheath. The offset coil winds indicate that the device was likely able to advance from its starting position within the introducer sheath. During functional testing, resistance was experienced while attempting to advance the smart coil through the kink in the introducer sheath, and the pusher assembly could not advance beyond the kink. The root cause of the introducer sheath kink could not be determined; however, this damage likely contributed to the resistance during the procedure and the functional test. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00440.

Event description:
The patient was undergoing a coil embolization procedure in the cavernous sinus using penumbra smart coils (smart coils), non-penumbra coils, a non-penumbra microcatheter, and a non-penumbra parent catheter. During the procedure, the physician placed seven smart coils and ten non-penumbra coils in the target vessel using the microcatheter. While attempting to advance the next smart coil within its introducer sheath, the physician experienced resistance. Subsequently, the smart coil would not advance at all from initial position within its introducer sheath. Therefore, the smart coil was removed. Afterwards, while the physician attempted to advance the next smart coil within its introducer sheath, the same issue occurred. Therefore, the smart coil was also removed. The procedure was completed using ten smart coils and twenty-seven non-penumbra coils. There was no report of an adverse effect to the patient.